Event description:
Vhs plate and lag screw implanted in 1999. Components were removed in 2000, due to in-vivo change of plate angle. Fracture was non-union and hardware was replaced with a fixed angle plate.

Event description:
Vhs plate and lag screw implanted in 1999.